Event description:
A malfunction was reported, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to continue using the current pump and multiple daily injections (mdi) as a backup therapy. Technical support arranged for a replacement pump and confirmed the shipping address. The customer was also guided on how to put the pump into storage mode and was asked to return the problematic pump using a pre-paid label within 10 days.